Event description:
A nurse reported to baxter an issue of damaged transfer set. The nurse stated that the patient had been using the transfer set for one month and noticed a crack on the light blue main body of the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody during visual inspection. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.